Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture thresholds were observed via a merlin.net transmission. The lead was subsequently capped on (B)(6) 2017. The patient condition was good before, during and after the procedure.